Event description:
It was reported that while the ventilator was ventilating a patient in the nasal CPAP (nasal continuous positive airway pressure) mode of ventilation, the effective ventilation was only about 10 minutes of the one hour the ventilator was in this mode. The rest of the time was characterized by too high leakage and patient circuit disconnected alarms and finally peep (positive end expiratory pressure) was zero which implied that the patient wasn¿t being ventilated. The patient¿s condition deteriorated. The mode of ventilation was changed to niv-nava (non invasive ventilation neurally adjusted ventilatory assist) where after the ventilation of the patient functioned properly. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
Our investigations has been completed. No part were replaced and returned for investigation, but logs were received. The investigation therefore, consists of an evaluation of the logs, a visit to the hospital, and our in-house tests. Evaluation of the logs and our in-house tests confirmed the reported alarms. The logs showed that on the day of the event, the nasal CPAP mode of ventilation was used for a total of 5 minutes, in three ventilation periods. This is characterized as patient circuit disconnected (alarm implies a disconnected patient circuit and 100% leakage) and leakage alarms. Our in-house tests showed that the situation with peep zero is proceeded by a, "too high leakage" alarm whereby, a pop up window appears stating that excessive leakage is detected, check patient circuit, and the ventilation is suspended. To resume ventilation, a button with "resume ventilation" has to be pressed or the patient circuit adjusted to reduce the leakage. The niv disconnection functionality can be configured by the user. At the time of the event, the functionality was active. The niv disconnection functionality was then configured to inactivate and the hospital did not experience the reported problem. Our conclusion is that there was no ventilator malfunction at the time. The ventilator functioned as it should under the prevailing circumstances. The cause for the reported alarms was the mode of ventilation at the time, the configuration of the ventilator, and the leakage.

Event description:
(B)(4).